Manufacturer narrative:
The devices involved in the event were not returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77500-18 / lot: not reported / dom: n/a / exp: n/a (qty 2). (B)(4).

Event description:
Information received from the intreped clinical database. Treatment of a left unruptured dissecting ica (internal carotid artery) sidewall aneurysm measuring 10mm x 6mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2009 involving three telescoping pipelines and a stenosis was discovered in the parent artery from imaging done on (B)(6) 2009. It was reported that the patient's condition resolved on (B)(6) 2011.

Manufacturer narrative:
(B)(4).